Event description:
It was reported that a user experienced hyperglycemia on the ilet following a recent supply change and meal announcement, with the device displaying ¿high¿ and a confirmatory fingerstick of 392 mg/dl; caregiver planned to arrive and support troubleshooting, and an infusion set change was anticipated. Symptoms included fatigue. Outcomes included caregiver intervention and continued monitoring. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with potential infusion site or delivery issue under consideration. It was concluded that the event involved high glucose with cause unclear and that the user would change the infusion set and continue follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.